Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent loss of capture was noted on the right ventricular (rv) lead post implant procedure. Upon interrogation, the lead was dislodged with low sensing and high capture. The lead was successfully repositioned. The patient was stable and was discharged. On (B)(6) 2020, the patient presented in the clinic feeling tired with heart rate issue. Loss of capture was observed on the rv lead again. During the procedure, the lead was removed from the septum position and placed in the left ventricular port. The patient was stable before, during and after the procedure.

Event description:
New information received notes that right after the implant procedure, low sensing and high, intermittent loss of capture were observed on the right ventricular lead. The lead was found to be dislodged. The patient was brought back to the lab to reposition the lead. The patient was stable. Later that day, the lead exhibited intermittent capture and was dislodged again. The lead was repositioned in the mid septum on (B)(6) 2020. The patient was stable and was discharged.